Event description:
The customer reported that the infusion set tubing and the reservoir are full of air bubbles. The customer stated that she went to the emergency room with high blood glucose over 600mg/dl. The customer was treated and released after staying in the hospital for six hours. Instructed the caller to run a fixed prime test twice until the air bubbles are no longer visible. Advised the caller to change the infusion set if the air bubbles persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 2032227-2014-00356.